Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported that during capital equipment maintenance, the console was with a low power output. There was no patient involved.